Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited decreased r-wave measurements one day post implant. The physician programmed device sensitivity to most and planned to monitor the patient. However, the sensing continued to decrease, so a lead revision was performed. It appeared that the defibrillation lead and the atrial pacing lead had pulled back since implant. The leads were successfully repositioned, and sensing values were within normal range the next day.